Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: during initial troubleshooting, system distributor board was found to have burned resistors and patient circuit bridge did not work. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a 3t heater/cooler displaying an error code (e17, "patient circuit 1 pump uses too much power."). The customer perceived burning smell, then decided to shut-off the device. The event occurred during procedure. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: field service engineer was dispatched to customer facility, checked the device and to solve the issue patient pumps 1 and 2 and distribution board have been replaced. A review of the device¿s service history confirmed that no other event occurred since the date of device manufacturing, 2024. A review of historical complaints did not identify any trends associated with this type of fault. Based on investigation findings, and considering that the device was manufactured in 2024, root cause of the event is components electronic failure, whose contributor factors may be: unintended operating error during the tank-filling process, which may have subsequently caused damage to device electronics, or premature electronic failure of affected components, potentially induced by the specific usage conditions and environmental factors. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.